Event description:
It was reported via clinical affairs that a patient with an implanted edwards bioprosthetic aortic valve presented symptoms of severe stenosis after an implant duration of approximately 11 years. The patient underwent a successful transcatheter valve implantation inside the stenotic valve. No further complications reported.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.